Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two weeks after the implant of this transcatheter bioprosthetic valve, a cerebral infarction occurred that resulted in moderate aphasia. It was reported the infarct was both related to device and procedure. No additional adverse patient effects were reported.